Event description:
Pt revised because of dislocation of the humeral head.

Manufacturer narrative:
Examination was not possible, as no products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Provided info states the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.